Manufacturer narrative:
Sections a through f of this medwatch was completed by the MFR.

Manufacturer narrative:
This handpiece passed all tests except the filter test. The handpiece was replaced.

Event description:
Particulate was seen in the eye of a pt during a cataract extraction procedure using this phacoemulsification handpiece.